Event description:
When changing tampon, string broke- retained, vagina [foreign body in reproductive tract]. When changing tampon, string broke [complication of device removal]. String broke [device breakage]. Case narrative: consumer reported via e-mail that the string broke when changing the tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.